Event description:
(B)(4). Date of onset will not let me change to 2010. Became pregnant after hsg confirmation of blocked fallopian tubes. Since implanted, diagnosed with pmdd, hypertension, vitamin d deficiency. Suffered with anxiety attacks, mood swings, depression, dysmenorrhea, migraines.